Manufacturer narrative:
A2: age of time of event: 18yrs or older. Device is a combination product. Device evaluated by MFR.: promus element ous mr 3.50 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Distal stent struts from 1st to 4th stent strut rows were noted to be lifted from their crimped positions and pulled in all directions. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the inner, outer lumen and mid-shaft polymer extrusion sections found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.50x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age of time of event: 18yrs or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.50x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.